Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device displayed an e2 and shut off without the patient noticing. The patient alleged at 8:06 pm she received a blood glucose reading of 444 mg/dl and her aviva combo system and had 2 positive ketones. The patient attempted to self-treat with novorapid insulin by injection. At 3:15 am the patient received a blood glucose result of 357 mg/dl and had 1.8 positive ketones. The patient experienced elevated blood glucose symptoms of being fatigued and went to the emergency room at this time. The blood glucose results and type of treatment provided at the hospital were not provided. The patient was hospitalized for 10 hours. The infusion device was requested to be returned for product evaluation.